Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, "the cap on the manifold on the oxygenators has blown apart." The product was changed out. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed based on photos received from the customer. A cap taken from inventory samples was tested to determine potential damage causes. The event reported could not be duplicated; therefore, the root cause is unk. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).